Event description:
Reportedly, the subject programmer froze down many times and was not working. The technician has to disconnect it from electricity, wait for a while and connect it again.

Event description:
Reportedly, the subject programmer froze down many times and was not working. The technician has to disconnect it from electricity, wait for a while and connect it again.

Manufacturer narrative:
Preliminary analysis could not reproduce the reported issue.

Event description:
Reportedly, the subject programmer froze down many times and was not working. The technician has to disconnect it from electricity, wait for a while and connect it again.